Event description:
The following has been reported by customer: the patient had an abdominal surgery and the norepinephrine infusion had to be started again in the recovery room. No problems with starting the infusion, the right syringe and medicine had been chosen. The medicine had been going without problems for some time. While the nurse was entering notes at a computer farther away, she noticed that the pump alarmed that the syringe/plunger had been released. When the nurse went to the pump, the pump bolused the medicine on its own. There read "bolus 0.6ml" on the pump. The nurse had turned off the three-way tap quickly and not so much medicine had reached the patient. The pump does not respond to the stop button, the pump was silenced only after the power was turned off. The patient's blood pressure had momentarily risen unnecessarily high, ad 160mmhg. The patient slept and this had no effect on the patient's well-being. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.